Manufacturer narrative:
Block e1: (initial reporter facility name). The reported health care facility is the (B)(6). Block e1: (initial reporter address 1) the reported health care facility's address 1 is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat level 2 hemorrhoids during an endoscopic ligation of internal hemorrhoids procedure performed in the anus on (B)(6), 2025. During the procedure, the fourth band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.